Manufacturer narrative:
The delivery system was returned for evaluation; the stent graft was not available for evaluation as it remains implanted.

Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. Upon initiation of polymer fill of the aortic body graft, no fill polymer entered the graft. The physician used additional methods to fill the graft including use of a second fill polymer kit and hand inflation which did not fill the graftl. After approximately five minutes, the physician completed the case without fill polymer and implanted a stent in the seal zone using an aortic balloon, followed by the placement of the iliac limbs. The aneurysm was successfully excluded with no adverse patient sequelae. The returned aortic body delivery system and autoinjector were evaluated, and the cause for the no polymer fill could not be identified. Because the aortic body stent graft remains implanted, it could not be evaluated. Therefore, a root cause for the difficulties to fill the aortic body graft could not be determined.